Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 167 mg/dl. Customer stated that the drive support cap appears to be normal. It was explained that during seating, the force sensor did not detect the reservoir. Customer stated that the pump is in a rewind loop and she is unable to access the settings. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Motor error alarmed during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to confirm prime alarms due to motor error alarms.